Event description:
A patient was implanted with the light adjustable lens (lal, sn (B)(6), +14.0d) on (B)(6) 2023 and all required light treatments were completed by (B)(6) 2023. According to data obtained from the light delivery device (ldd) on (B)(6) 2023, the eye was left with moderate compound hyperopic astigmatism. The patient then presented to the clinic more than 1 year later complaining of blurry vision. The lal was explanted and replaced with an lal of a different power (sn (B)(6), +18.0d). Rxsight's first awareness of this event was on 09/04/2024.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).